Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. The philips service engineer (se) inspected the device. The se could not duplicate the reported issue. The se performed testing and all tests passed.

Event description:
It was reported that the ventilator shut off and powered back on. There was no patient harm reported. The event date was not specified; estimate used.